Event description:
This is filed to report a tear in the soft tip of the device. It was reported that on (B)(6) 2022, a patient presented with grade 4 functional mitral regurgitation (mr) and vessel tortuosity. When the steerable guide catheter (sgc) was inserted in the iliac vessel, resistance was felt. Once the sgc was removed, it was noted that the soft tip was torn similar to a hangnail. The device was fully intact when removed. In the physicians opinion, the sgc was caught on the proglide suture causing the tear of the soft tip. A replacement was used to complete the procedure and the mr was reduced to 1+. There were no adverse patient effects or clinically significant delay. No additional information provided. Because there was not a problem in the system prep, in the case of the sgc insertion, a thread of perclose was more likely to be caught by the opinion of the doctor.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported torn material could not be confirmed via returned device analysis. However, the steerable guide catheter (sgc) soft tip was observed to be deformed. The reported difficult to insert could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause of the reported torn material could not be determined as no tearing issue was identified during device analysis. The observed sgc soft tip deformation appears to be due to the difficult to insert as inserting against resistance would likely result in material deformation. The reported difficult to insert was due to procedural circumstances (i.e., sgc getting caught on proglide suture, vessel tortuosity). There is no indication of a product quality issue with respect to manufacture, design or labeling. The proglide device is filed under a separate medwatch number.

Event description:
Subsequent to the initial report, the following information was provided: the soft tip tear of the sgc occurred after removal and not in the anatomy. No additional information was provided.